Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient required a revision of the cup today due to it loosening. The original case was (B)(6) 2020; due to patient anatomy at that time, the surgeon opted to use a trident titanium multihole (509-02-56e). Surgeon requested screws. Torx screws were provided (2030-6516-1 and 2030-6530-1). Liner was impacted and the femur was completed. I became aware today ((B)(6) 2020) that the patient required a revision of the cup.